Event description:
A customer reported "thirteen discrepant results for vitamin b12 (b12)" on the aia-2000 analyzer. All results flagged higher than the assay range 2,000pg/ml and reported for the lis as less than assay range l 50pg/ml. The customer reported that when the tosoh clinical support specialist (css) validated the analyzer they told her they would not dilute b12 results when the results were higher than the assay limit, but the customer did not know that would be transmitted and reported as zero. The customer will send data trace information to technical support specialist (tss) for analysis. A tss discussed with the customer on changing settings on the analyzer and had them look at the lis upload options to see if the no concentration was set to zero. If it is then have them change it to null. The parameter: no result higher than h/ less than l stayed the same with zero settings. The customer adjusted the settings, resolving the issue. The customer was unable to repeat testing due to no available samples. The customer called back and requested onsite service for the issue. A field service engineer (fse) was dispatched to further investigate the reported event.

Manufacturer narrative:
Prior to arriving at the customer's site, a field service engineer (fse) spoke with a tosoh clinical support specialist (css) by phone. The css explained that both the no concentration and no result (>h,<l) parameters should be set to null. At the customer's site, the fse confirmed the complaint by speaking with the customer. The fse changed both the no concentration data and no result (>h,<l) parameters from zero to null. After calibrating b12 and performing quality control (qc), the fse tested the parameter changes by performing b12 testing on calibrator (cal) 1 and cal 6. The results should crossover to the lis as < 50.00 and > 2,000.00. After testing was completed, no results crossed over the lis. The fse changed the no result (>h,<l) parameter to assay range (<>), highlighted the b12 test samples and uploaded the results to the lis. The results crossed over as < 50.00 and >2,000.00 as expected. The fse verified the resolution by performing b12 calibration and qc with all results with acceptable range. In addition, the fse performed test samples of cal1 (value - 0) and cal6 (value - 2,340.00) and verified the results crossed over the lis with results of <50.00 and >2,000.00. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The b12 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using aia-pack b12, the highest concentration of vitamin b12 measurable without dilution is approximately 2000 pg/ml, and the lowest measurable concentration is 50 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 2100 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to a software setup problem.